Event description:
Surgeon used the 25mm drill bit to drill a hole for a screw. He did not notice that the drill broke leave the tip in the patient's acetabulum. The scrub nurse didn't notice the drill came back to him broken. A screw was inserted still not realising the drill end was left in. This was picked up on a post op xray the day after surgery. Drill tip still insitu.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination of the reported device confirms the reported event of bit breakage. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.